Event description:
It was reported that the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to less than 54 mg/dl. Customer consumed carbohydrates to address bg. Customer continued to use current pump for insulin therapy.